Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient stated that they changed out the cassette but reused the same bags. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
While troubleshooting with the patient, global technical services (gts) found that the patient had changed out a cassette without changing out the solution bags. Gts explained the setup had been compromised and had the patient turn the home choice (hc) off. Gts then had the patient discard the bags and cassette to start over with new supplies. Product surveillance contacted the patient and their dialysis nurse, and both indicated that the patient was doing well. No injury or medical intervention was reported.